Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the bradycardia was not related to device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was also reported there was possible far field r-wave (ffrw) oversensing on the right atrial (ra) lead during premature ventricular contractions (pvc) on the current electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.